Event description:
It was reported that the patient's right ventricular (rv) lead was oversensing noise resulted in pacing inhibition. The patient had no adverse consequences.

Event description:
New information received indicates that the programming changes were made. The patient was in stable condition.